Event description:
During routine nasal lacrimal duct probing, numerous crawford type lacrimal intubation sets failed. Probing was performed with a size 1 browman probe. The crawford introducer could be easily passed but when an attempt was made to pull the 00 size tube back through the nasal lacrimal duct it would break. Six sets were used and each flexible tubing broke in the same manner.